Event description:
It was reported that log files were submitted for review. The event log files captured power cable disconnect, low power hazard, and no external power alarms while connected to the mobile power unit on 23jun2025 at 20:45. The patient stated the mpu was accidentally disconnected from the wall outlet and there were no issues related to the mpu or cable. The mpu had a vlock connector on the ac power cord. The mpu was not removed from service. There was no pump interruption during these events as the system controller's emergency backup battery (ebb) was functioning as intended. Otherwise, there were no other notable conditions or parameter changes. The equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via the submitted log files. The mobile power unit (mpu) (serial: (B)(6) was not returned. On (B)(6) 2025, from 20:45:39 - 20:45:56, multiple atypical intermittent low power hazard and power cable disconnect alarms activate while connected to the mpu. The alarms are associated with a disruption to external power to the mpu. This is consistent with the reported accidental disconnect of the mpu from the wall outlet. During this time the backup battery functions as indented and supports the pump without interruption. There were no other notable alarms active throughout the reported event date. Pump operation was not affected. Provided information indicated that the mpu had a v-lock connector and that the mpu would not be removed from service. Provided information also indicated tat the mpu was accidentally disconnected from the wall outlet and there were no issues related to the mpu or cable. The root cause for the reported event was determined to be due to the mpu ac power cord coming loose from the wall outlet. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot low voltage hazard and power cable disconnect alarms. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.